Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a double power cable disconnect and backup battery fault alarm was confirmed via the submitted log files. On (B)(6) 2024 at 11:11:06, the log file captured no external power alarms due to disconnecting both power cables at the same times. At 11:11:09, the log file captured a brief routine backup battery fault alarm due to the backup battery being in use. The backup battery fault alarm resolved within the second due to the bus voltage being below the threshold for supporting the backup battery. At 11:11:15, the no external power alarms resolved when power was restored to the black power cable. The backup battery supported the system without issue during the event, and the no external power event did not impact the system controller¿s ability to support the pump. There were no other notable events captured on the reported event date in the log file. The provided information indicated the power cables were simultaneously disconnected by mistake. Additionally, no equipment was exchanged and therefore no product will be returning for further analysis. The root cause for the no external power event was determined to be due to user error in disconnecting both power cables simultaneously. The backup battery fault alarm was not atypical for a no external power event. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve no external power and backup battery fault alarms. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, instructs the user to ensure at least one power cable is always connected to an external power source. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2024 patient had an alarm of replace backup battery (ebb). Nurse unplugged both electrical cables at the same by mistake. But this type of alarm was not seen when there a shortage of power normally. Log files were submitted for review and captured a no external power events and associated alarm types on (B)(6) 2024 due to simultaneous power lead disconnects. The ebb event in this file was due to the ebb being unable to be charged since the voltage drop to zero immediately once both power leads were disconnected. The cause of alarm was confirmed, and no equipment was exchanged. There was no additional adverse patient impact. The patient was recovering.